Event description:
Info rec'd via complaint form is indicated as follows: during the use of a new device, the balloon slipped out of the pt. The water from balloon then could not be drawn out for reinsertion and a new device was used.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that the pt is conscious clear. Request for f/u has been sent in regards to the following: where anatomically (on the body of the pt) did the event occur, and to f/u with medical treatment info upon receipt. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. There, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014.